Event description:
As reported by the physician regarding the mynx control 6f/7f vascular closure device (vcd), a patient presented to his facility unknown days after the procedure with an infection. It is unknown if it was treated or if there was any other patient injury. The physician is fully trained and performed the proper techniques for successful closure, as observed by the sales representative. The device will not be returned for evaluation.

Manufacturer narrative:
This report is related to reports 3004939290-2023-03215 and 3004939290-2023-03216. Complaint conclusion: as reported by the physician regarding the mynx control 6f/7f vascular closure device (vcd), a patient presented to his facility unknown days after the procedure with an infection. It is unknown if it was treated or if there was any other patient injury. The physician is fully trained and performed the proper techniques for successful closure, as observed by the sales representative. The device was not available to be returned for analysis. A product history record (phr) review of lot f2224203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed, and possible contributing factors could not be determined with the very limited information provided. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control IFU, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ as provided in the patient brochure as puncture site post-procedure care instructions, ¿re-apply a new band-aid daily or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid.¿ neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative actions will be taken at this time.